Event description:
The patient underwent cardiac catheterization and received 2 drug-eluting stents in the right coronary artery with good result. Later that evening the patient developed abdominal pain and found to have a retroperitoneal bleed. The patient returned to cath lab with an attempt to percutaneously repair the area but was unsuccessful. Required open procedure and the tear in the artery was surgically repaired. The patient did well and was discharged home 3 days later.